Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. During the procedure, saline was flushed to the rectum and imaging became unclear. There were many movements to move the needle up and down, and the placement was performed multiple times to find a good layer. After the procedure and upon magnetic resonance imaging (MRI), it was found that gel flowed into the capsule, and it covered the prostate from the apex to the middle. Gel was placed in between the part of the rectum and the middle part to the bottom part, but it appeared that the distance created was not enough. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.